Event description:
It was reported that while in the intensive care unit the md found that the spring wire guide (swg) could not be advanced through the introducer needle which was in the patient's left femoral artery. As a result, another iab was requested and the procedure was completed without difficulty. There was no reported patient death or injury. Medical/surgical intervention was not required. The intra-aortic balloon pump (iabp) therapy was delayed for 30 minutes however, the delay did not cause harm to the patient. There were no reported patient complications and the patient outcome is satisfactory.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional becomes available.